Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The user facility reported during a ureteroscopy procedure, the ncircle tipless stone extractor was used along with a laser and flexible ureteroscope. As reported, the extractor had been working fine and then the physician advised the device would no longer deploy. The device was removed and another of the same device was opened and used to the complete the procedure without any further complications. There were no adverse consequences or effects to the patient due to this occurrence.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was partially open with 6 mm protruding from the end of the basket sheath. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A visual examination noted the support sheath is bent at the nose of the mlla and partially severed. The basket sheath is scraped at 21 cm from the distal tip of the basket sheath, and again at 77 cm and 78.5 cm from the distal tip of the basket sheath. A kink was found at 61 cm from the distal tip. A functional test determined the handle partially actuates the basket formation; however, the basket formation does not fully open. With the handle in the open position, the basket formation protruding the distal tip of the basket sheath 1 cm. The width of the basket sheath is 5 mm. The device history record was reviewed and noted there were no non-conformances related to the reported failure. A review of complaint history revealed this complaint is the only one associated with lot number 8449435. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to be non-functional due to kinks in the sheath and support tube. The kinks prevented the basket from moving freely within the sheath. All devices are 100% inspected for functionality and integrity before packaging. The instructions for use (IFU) contains a precaution to not use excessive force to manipulate the device, or damage to the device may occur. The source of the observed damage could not be determined. The likely root cause of this event is unknown. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.